Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 115 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device also was received with minor scratched lcd window, broken reservoir tube lip, and missing end cap sticker.